Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It has been reported by the customer that the metallic part of the component is deformed.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Conclusions: the insert was returned inside the outer blister its unit carton. No locking wire was returned. There is severe damage to the anterior of the insert and the locking wire groove. There are indentations on the posterior of the insert. The damage observed is consistent with attempted implantation and subsequent explantation causing damage. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as images of the device taken when the alleged deformity was identified is required to complete the investigation for confirming the event and determining a root cause. No further investigation for this event is possible at this time as no device was received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
It has been reported by the customer that the metallic part of the component is deformed.